Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump error alarm and buttons were a little sticky. Customer stated they were able to clear the alarm and they were able to rewind insulin rewind. Customer was performed self test and insulin pump had software error detected alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Unable to verify pump error 53 alarm and pump error 18 alarm due to critical pump error (open book image) alarm. Unable to verify keypad unresponsive due to critical pump error (open book image) alarm.